Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch mkq555-xn6951h and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). One opened box with twenty-eight unopened samples of product code 6951, lot mkq555 was received for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the total quantity of sutures that broke during this patient procedure? Did the suture break during other patient procedures? If so, were these complaints already reported? If yes, please provide pc numbers. If the other complaints were not reported, please open 1 pc per patient.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. During the procedure, the suture broke always at the same location. Technique changed to finish the procedure. There were no adverse patient consequences. Additional information has been requested.